Event description:
Dr reported to medtronic sales rep that pt had experienced permanent hearing loss approx 1 year after implanting device, due to the pt's tympanic membrane retracting "pulling the prosthesis over and took the staples with it. The inner ear has been damaged." The dr described in the pt's hearing loss as "profound", demonstrated by the pt's september audiogram, compared to pt's audiogram of last january. Dr does not believe the prosthesis was the cause of the pt's condition, but may have been contributing factor in conjunction with the tympanic retraction. Dr considers the patient's outcome "an act of god".